Event description:
A patient went to the catheterization lab for diagnostic and interventional catheterization. The system had been repaired the previous day. This was the first case of the day. Error codes came up during procedure. The procedure was able to be completed but advised by ge engineers to close the lab for further cases.